Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 12pm on (B)(6). The patient reported obtaining blood glucose readings of 429 and 300+mg/dl on the subject meter and 47 mg/dl on an unknown meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages their diabetes with an insulin pump. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported passing out sometime after the alleged issue began. The patient reported being treated by an hcp with a glucagon injection. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and required hcp treatment after the alleged issue began.